Event description:
It was reported that the pump touch screen was shattered. Reportedly, the reason for the shattered screen was unknown. Customer¿s blood glucose was 140 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.